Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were x-rays taken to locate the needle piece(s)? No needle pieces were lost. It was an open joint case and the broken piece was immediately able to be retrieved. - what measures were taken to retrieve the broken piece? Because it was an open case, the broken piece was easily able to be retrieved. - was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage was reported as a result of this needle breakage. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I was informed by helen butler-materials manager and trinity-scrub tech. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. During an orthopedic procedure, the tip of needle broke. The tip of the needle broke when the doctor was closing while using it in the capsule of the joint. Was able to find tip. No patient harm. Device is not available for return. Additional information was requested.